Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out-of-range pace impedance measurements resulting in a configuration switch from bipolar to unipolar pacing. Oversensed noise in addition to undersensing of the patient's intrinsic r-wave was also observed which the physician believed the result of lead fracture though not confirmed. The patient was reported to have an underlying sinus rhythm at 55 beats per minute (bpm) and with no associated symptoms. A revision procedure was performed wherein the lead was surgically abandoned and replaced. All measurements for the replacement lead were within normal limits at implant. No additional adverse patient effects were reported. The pacemaker remains in service.